Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. The device #: (B)(4) was received with the needle release button in the depressed (step 2 of 2 position. The needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle button popped out before the 24 hour period. The patient indicated this happened with 3 v-gos. The patient indicated that today was the last time it happened around 3:00 to 4:00 p.m. The patient confirmed that she pushes the needle button using the rounded side. The patient indicated that she wears the v-go on her left thigh and around her abdomen.